Event description:
It was reported that during a photo-selective vaporization procedure, red light was observed along the fiber body after being connected to the laser console. A fiber break was suspected, and the fiber was replaced. The procedure was completed utilizing a second fiber without patient complications.

Event description:
It was reported that during a photo-selective vaporization procedure, red light was observed along the fiber body after being connected to the laser console. A fiber break was suspected, and the fiber was replaced. The procedure was completed utilizing a second fiber without patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The photo provided by the costumer confirmed the issue of a "red light was observed along the fiber body". The complaint was confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo-selective vaporization procedure, red light was observed along the fiber body after being connected to the laser console. A fiber break was suspected, and the fiber was replaced. The procedure was completed utilizing a second fiber without patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this greenlight moxy fiber was thoroughly analyzed. The photo provided by the costumer confirmed the issue of a "red light was observed along the fiber body". The fiber exhibited a fiber body break between the connector and control knob. The fiber was tested with the hene laser, and the light was seen emitting from the break location. The complaint of a fiber break was confirmed. Based on the information available and analysis results it is likely that the break may have occurred due to handling of the fiber during set up. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event.